Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented with device exhibiting crosstalk. Review of real-time egm noted crosstalk being intermittently oversensed. The device was reprogrammed, however additional reprogramming was recommended. Suggested programming changes will be noted at next scheduled device check.